Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number not provided.

Event description:
The customer called into philips to report that the device has a defibrillator issue. There was no reported patient involvement.

Event description:
The customer called into philips to report that they need a quotation. There was no reported patient involvement.